Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4). Description: precision spectra implantable pulse generator the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was hospitalized due to an infection at the lead site. The patient experienced a fever and chills. The patient underwent an explant procedure where the ipg and leads were removed. The two incisions were closed with staples and penrose drains were placed. The patient was administered tobramycin and vancomycin. The event was resolving and assessed to be related to the procedure and not related to the stimulation or device.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4318, lot #: 18388891, description: clik x anchor.

Event description:
A report was received that the patient was hospitalized due to an infection at the lead site. The patient experienced a fever and chills. The patient underwent an explant procedure where the ipg and leads were removed. The two incisions were closed with staples and penrose drains were placed. The patient was administered tobramycin and vancomycin. The event was resolving and assessed to be related to the procedure and not related to the stimulation or device.

Event description:
A report was received that the patient was hospitalized due to an infection at the lead site. The patient experienced a fever and chills. The patient underwent an explant procedure where the ipg and leads were removed. The two incisions were closed with staples and penrose drains were placed. The patient was administered tobramycin and vancomycin. The event was resolving and assessed to be related to the procedure and not related to the stimulation or device.

Event description:
A report was received that the patient was hospitalized due to an infection at the lead site. The patient experienced a fever and chills. The patient underwent an explant procedure where the ipg and leads were removed. The two incisions were closed with staples and penrose drains were placed. The patient was administered tobramycin and vancomycin. The event was resolving and assessed to be related to the procedure and not related to the stimulation or device.

Manufacturer narrative:
Additional information has been received that the patient's reported infection has been resolved.

Event description:
A report was received that the patient was hospitalized due to an infection at the lead site. The patient experienced a fever and chills. The patient underwent an explant procedure where the ipg and leads were removed. The two incisions were closed with staples and penrose drains were placed. The patient was administered tobramycin and vancomycin. The event was resolving and assessed to be related to the procedure and not related to the stimulation or device.